Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited system failure primary audible alarm message as auxiliary control unit (acu) watchdog failure. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed primary audible alarm bgnd test, primary audible alarm post, and travel coarse error. The non-OEM primary speaker was replaced to address this issue. Further testing found the clutch slips during occlusion testing. The clutch pack and leadscrew were found to be worn and were replaced.